Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on transmitter with serial number (B)(6) . However, transmitter with serial number (B)(6) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Voltage fail was performed and passed. A review of the share logs was performed and signal loss over one hour was not found for serial number (B)(6) within the investigation window.  The allegation was not confirmed. The probable cause was determined to be transmitter, reported allegation not found. The reported event of signal loss over one hour is reportable because the transmitter passed log review. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.